Manufacturer narrative:
The reported event of set screw anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure, while attempting to insert the left ventricular (lv) lead into the implantable cardioverter defibrillator (ICD)'s header, it was noted that the set screw was not able to tighten. The icid was not used, and a new ICD was implanted. The patient was discharged.